Event description:
The caller alleged a discrepant high inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.6, laboratory inr: 2.1. Therapeutic range: 2.5 - 3.5. The testing was performed one after the other. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the values reported by the customer were within the allowable bias that is based on the products release specification. No product was returned for further evaluation.